Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 619 mg/dl and diabetic ketoacidosis. Prior to hospitalization the customer felt woozy and nauseated. The customer woke up to high blood glucose; she changed her infusion set but her blood glucose did not decrease. The customer was hospitalized for an entire week. Troubleshooting could not be completed as the customer did not have any insulin to complete testing. The customer expressed a desire to complete testing once she returned home and had access to her supplies. No products were returned or replaced.